Manufacturer narrative:
Device lot number corrected from 8718497 to 18268033. Device expiration date corrected from 05/30/2017 to 12/24/2016. Device manufactured date corrected from 12/20/2015 to 08/20/2015. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first two rows lifted distally from the stent profile. The maximum crimped stent profile was measured. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 28 synergy was selected for use to treat the lesion. However, when the protector was removed, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00 x 28 synergy¿ was selected for use to treat the lesion. However, when the protector was removed, the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.